Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component, investigation conclusions). The getinge service territory manager (stm) evaluated the iabp unit. The stm verified the issue found during the pm procedure. All manifold test in the pneumatic service menu verifed that drive manifold test would consistently fail. The 1st vacuum leak test would fail. The vacuum would drop > -30mmhg in two minutes. The second and third portion of the drive manifold would pass without issues. The stm replaced the drive manifold assembly and performed the 30 psi transducer calibration procedure. The stm verifed that replacing the assembly and performing calibrations resolved the leak. All manifold test procedure passed without issue.